Event description:
It was reported the stopcock of the brk needle popped out while attempting to inject contrast through it. A staff member noticed that the "clip" that holds the stopcock in place had fallen off and disposed of in the sharps container. There were no consequences to the pt.

Manufacturer narrative:
Visual inspection of the returned device revealed the stylet and wave spring were missing. The valve/handle was loose and not attached to the needle. Review of the device history record confirmed this lot met mfg requirements prior to shipment. How or when the wavespring detached is unk. Date report submitted to FDA by MFR: 12/01/2010. Date initial reporter provided the info to the MFR: (B)(4) 2010.